Manufacturer narrative:
(B) (4). The lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient had good trial stimulation results and he proceeded to have a permanent implantable neurostimulator placed. The next day impedances greater than 10,000 ohms were noted during programming. The system was revised about 1 week later. All impedances were out of range. The hcp was unable to find anything wrong with the lead extension connection. The lead was explanted and replaced. Afterward, the system worked fine, pending final programming adjustments. There was no patient injury associated with the event. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.